Manufacturer narrative:
H2) correction: d10 (concomitant product), e (facility name, street 1 and 2, city, region, postal code) h2) additional information: d4 (UDI #), d9 (device available for evaluation), h4 (device mfg. Date) h3) evaluation summary: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Two images were received for evaluation. Both images depicted the distal end of a bipolar fenestrated grasper. In the images it can be seen that part of the white plastic pulley is disengaged and outside of the body, the energy cable is disengaged and the puck is displaced. Evaluation of the logs showed an error code for 'motor position limits' was triggered, which occurs as an after effect of a pulley break. The use life of the bipolar fenestrated grasper was five hundred and seventy-eight minutes with a use count of three. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to he jaws or of the drive cables. Part of the white plastic pulley was disengaged and returned. The energy cable was disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic lower anterior resection procedure, the bipolar fenestrated grasper broke during standard instrument manipulation without engaging any tissues or vessels. A white fragment from the tip of the instrument broke off and dislodged into the patient cavity. It was later located and retrieved during specimen extraction. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic lower anterior resection procedure, the bipolar fenestrated grasper (bfg) broke during standard instrument manipulation without engaging any tissues or vessels. A white fragment from the tip of the instrument broke off and dislodged into the patient cavity. It was later located and retrieved during specimen extraction. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.